Event description:
It was reported that the 9900 system locked up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The gib board was replaced during the service call. The system was tested, and found to be working as intended, and put back into service.